Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber forward fired from the tip. The physician believes it is possibly due to deterioration of the glass cap during use. A new fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegation of forward firing cannot be confirmed as the helium-neon (hene) functional test did not identify any breaks along the fiber body. However, analysis identified a kink at the proximal end of the glass cap. It is probable that the observed kink was likely caused by rough handling/manipulation during the procedure. The interaction between the user and device, caused or contributed to the observed finding. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use it is the result of the heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Per information available, there was no reported permanent impairment or damage to the patient and no medical or surgical intervention required. There was no information to reasonably suggest that the observed device finding could potentially cause or contribute to a death or serious injury if this were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that near the proximal end of the glass cap of the fiber body was bent/kinked. The glass cap exhibited severe devitrification. The metal cap exhibited severe detritus adhesion on the surface which is indicative of prolonged tissue contact. The connector cone, segments and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing confirmed that there were no breaks along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Reuse or misuse of a greenlight fiber will result in an increased potential for damage to the greenlight fiber and ancillary equipment, i.e., cystoscopes. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on analysis result and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber forward fired from the tip. The physician believes it is possibly due to deterioration of the glass cap during use. A new fiber was used to complete the procedure without patient complications.